Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, (B)(4) on 7th january 2013. On receipt of the device the history and memory logs could not be downloaded no led's were illuminated. The returned pad-pak was inserted into the device. The device failed to power on and the red status led was constantly lit alongside a constant audible beep. The device was disassembled to investigate and corrosion and moisture were observed on multiple components on the pcb. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator.